Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician ordered and installed the replacement ui assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was powering on by itself. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request the part number of the replacement power switch overlay as the device was powering on by itself. The remote service engineer (rse) performed troubleshooting with the customer and informed the customer that the cause could possibly be the user interface (ui) printed circuit board assembly (pcba) as well per the manufacturer. After discovering that the customer had a first-generation ui pcba and needed to upgrade to a second-generation, the rse provided the customer with the part numbers and prices of the replacement liquid crystal display (lcd) assembly, nec lcd cable, ui pcba to lcd cable, ui pcba, lcd tray, m2x3 socket hd screw, power switch overlay, and ui assembly for repair. Resolution and disposition are pending.